Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4) . At approximately 9:00 a.m., the patient tested a fingerstick sample with the meter and the result was 3.5 inr. The customer believed the result to be high, so within minutes, the patient squeezed more blood out of the same fingerstick and re-tested with the meter. The repeat result was 2.4 inr. The patient reported both values to their independent diagnostic testing facility (idtf). The patient did not seek treatment and her treatment was not changed based on the meter results. The patient had no symptoms or adverse event. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested every 2 weeks. The patient is not anemic, polycythemic, and does not have antiphospholipid antibodies. The patient is not on heparin therapy and does not use any direct thrombin inhibitors. The patient had no changes to warfarin medication and no changes to any other medications. The patient has no illness and no dietary changes. The patient had no symptoms of high inr. The patient experienced nothing out of the ordinary. The patient stated that she may have some small bruising on her arm, but did not need medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 194492-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The patient's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 3.2 inr. Donor 1 hct: 49%. Donor 2 hct: 42%. Testing results: donor #1: master lot: 2.7 inr, customer strip and meter: 2.6 inr. Donor #2: master lot: 3.2 inr, customer strip and meter: 3.1 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. A possible cause of the discrepancy may be that the customer squeezed more blood out of the fingerstick to dose the strip in the second test. The blood took longer than 15 seconds to obtain for the second test. Per product labeling, the blood must be applied to the strip within 15 seconds of sticking the finger.